Manufacturer narrative:
The impella device was not returned by the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. Patient was non-compliant and pulled impella from left ventricle into aorta during postoperative delirium. Impella repositioning failed and the pump was surgically removed. No further escalation planned.

Manufacturer narrative:
The investigation into the reported positioning issue has been completed since the original report was filed. Accused product was not returned. The root cause of the positioning issue was most likely due to patient movement.